Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed the autofill failures. To fix the issue the fse replaced the pim assemble and drive manifold assembly which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that while troubleshooting the cardiosave intra-aortic balloon pump (iabp) blood intrusion of the drive manifold assemble was discovered which was causing the multiple autofill failures. There was no patient involvement, and no adverse event reported.